Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information was received on 11-sep-2023. Summary: regarding the adverse event of ¿stroke¿, the term was updated to ¿progression of stroke¿. Additional information was received on 19-oct-2023. Summary: regarding the adverse event of ¿progression of stroke¿, the answer value for ¿if event is both serious and device or procedure related, in the opinion of the investigator and in accordance with the list of expected events in the protocol and instructions for use, is the adverse event:¿ was updated from "[blank]" to "n/a (does not meet above criteria)". A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the excellent study ((B)(4)), a 78-year-old female (subject (B)(6) ) with a history of diabetes and hypertension presented with an unwitnessed non-wake up stroke. Last time well seen was on (B)(6) 2023, time unknown. Symptoms were first observed on (B)(6) 2023 at 13:45. The patient was presented to the treating hospital on the same day at 14:57. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿large artery disease¿. The patient¿s baseline nihss score was 29: very severe, and mrs score of 5: ¿severe disability. Bedridden, incontinent, and requiring constant nursing care and attention¿. The patient underwent an endovascular mechanical thrombectomy on the (B)(6) 2023 using an embotrap iii 5 mm x 37 mm (et309537/ 21c077av) device for an occlusion of the left basal ganglia. The procedure details are unknown at the time of this review. The pre-procedure tici score was 0. The final/end of procedure mtici score was 2b. Concomitant devices used during the procedure is unknown. There were no reported study device deficiencies. The patient was seen for the 24-hour post-procedure assessment where ¿imaging was performed¿, however the nihss stroke scale assessment was not done due to ¿patient primarily intubated and unable to assess due to clinical condition¿. No further information regarding the procedure is available at this time. On (B)(6) 2023, the patient suffered from the adverse event of a ¿stroke¿, which became known to the site on the same day. The principal investigator (pi) assessed this event as serious, severe, and unrelated to the study device, unrelated to the large bore catheter and unrelated to the surgical procedure. The event was not medically treated. The outcome was fatal, as the patient expired on (B)(6) 2023. Additional information received on 09-aug-2023 was reviewed. Summary of the information provided: regarding the patient¿s baseline neurological status, the information: ¿gcs 3 rue was noted to be spastic suspected to be from chronic left basal ganglia stroke, otherwise neuro exam unreliable as patient was given paralytic prior to arrival. Nih 29 mrs 5¿, indicates that the patient¿s glasgow coma scale (gcs) was 3 (the lowest possible score) and the right upper extremity was noted to be spastic; the suspected reasoning was a left basal ganglia stroke. However, this neurological assessment was unreliable because the patient received a paralytic medication prior to arrival. The information confirms the nihss score was 29 and mrs score was 5. The information further confirms the event of ¿stroke¿ was associated with the target vessel treated with the embotrap device. There were no reported device malfunctions associated with the embotrap. In the opinion of the treating physician, thrombectomy procedure completed successfully. Additional information was received on 16-aug-2023. Per the provided information, ¿the physician stated that the patient having an ischemic stroke caused the patient¿s death and that was also the main contributing factor¿.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section a1. Patient identifier: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 21c077av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The event of ¿stroke¿ was discussed thoroughly with the medical safety officer (mso) on (B)(6) 2023. Per the mso, ¿the original presentation of the patient suggests an advanced and extensive stoke in evolution in a patient with severe comorbidities. The patient remained intubated post-procedure and throughout the admission, prohibiting proper neurological evaluations. No subsequent imaging was obtained. Based on the limited amount of information at this time, the event of ¿stroke¿, which occurred on (B)(6) 2023, cannot be attributed solely to the natural progression of the presenting stroke despite adequate revascularization. The possibility of a secondary event resulting in the adverse event of ¿stroke¿, which occurred on (B)(6) 2023, cannot be excluded based on the currently available information. As such, the possibility of a contributing factor to this adverse event by the device or procedure cannot entirely be excluded. Stroke is a known potential complication associated with the use of the embotrap device and is listed as such in the instructions for use (IFU). The pi assessed this event as unrelated to the embotrap iii study device, unrelated to the large bore catheter, and unrelated to the primary surgical procedure. Additionally, the original presentation of the patient suggests an advanced and extensive stoke in evolution in a patient with severe comorbidities. However, based on the limited amount of information at this time, the event of ¿stroke¿, which occurred on (B)(6) 2023, five (5) days after the surgical procedure, cannot be attributed solely to the natural progression of the presenting stroke despite adequate revascularization. As such, the possibility of a correlating relationship between the device and event cannot be ruled out. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 under the classification of ¿death¿. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b3, b4, d4 (primary UDI number), g3, g6, h2 and h11. Section b3: additional information was received on 25-april-2025. Summary: regarding the event of ¿progression of stroke,¿ the start date was updated from 01 aug 2023" to "28 jul 2023." A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, and h11. Additional/modified information was received on 18-aug-2025. Summary: a clinical event committee (cec) adjudication for the adverse event of ¿progression of stroke¿ was received. No changes were made to the relatedness assessments; the cec assessed this event as ¿not related¿ to the embotrap study device nor to the study procedure. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.